Manufacturer narrative:
(B)(4). It was reported that the patient experienced bacterial peritonitis which was manifested with cloudy effluent and elevated white blood cells. On an unknown date, the patient was retrained in proper aseptic technique. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. On an unreported date, the patient was hospitalized for another indication. The next day, cloudy pd fluid was observed. The patient was treated with vancomycin for peritonitis. The patient recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.